Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the damaged apollo catheter was not flushed.

Event description:
Additional information was received reporting that the cause of the damage out of package and premature detachment was not determined. The replaced catheter was flushed and all devices were prepared as indicated in the IFU. There was no damage or evidence of tampering to the device packaging.

Manufacturer narrative:
H2: b5: additional information added to event summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that apollo tip was detached prior to opening package. The patient was undergoing surgery for treatment of a intracranial arteriovenous malformation. It was noted the patient's femoral artery access vessel was 6mm and vessel tortuosity was severe. It was reported that during the embolization of arteriovenous malformation, when opening the apollo, the operator found that the det achable tip had already detached within the packaging. The catheter was replaced with a new one, and the procedure was completed. The catheter was flushed and all devices were prepared as indicated in the IFU. No patient complications were associated with this event .

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 product analysis: as found condition: the apollo catheter was returned for analysis within a shipping box, a sealed plastic biohazard pouch, alongside a dispenser coil. No detachable tip was returned. Damage location details: no damage or irregularities were found with the apollo catheter hub. No bends or kinks were found with the apollo catheter body. The distal shaft was found to be in good condition. The apollo detachable tip was found detached from the distal shaft. The detached tip was not returned. No other anomalies were observed. Testing/analysis: the ldpe overlap was measured to be 1.50mm, which was found to be within specification. (Specification: 1.0-2.5mm) conclusion: based on the device analysis and reported information, the customer¿s report of ¿tip premature detachment¿ was able to be confirmed, as the apollo catheter was returned with the detachable tip detached and not returned. A few possible causes of premature tip detachment to occur are, during preparation and/or during handling/unpacking; however, the likely cause of the tip detachment could not be determined. Based on the device analysis and reported information, the customer¿s report of ¿prod damage/deformed out of pkg¿ was unable to be confirmed, as the returned apollo catheter may have been possibly damaged (detached) during handling, or preparation. No possible cause was able to be determined. The condition of the packing was unable to be assessed, as only the dispenser coil was returned. The device was returned unsheathed from the dispenser coil with no detachable tip within found within the dispenser coil, thus unable to be confirm the customers report of ¿the operator found that the detachable tip had already detached within the packaging¿. As no detachable tip was returned, no further assessment was able to be processed. Any contribution the detachable tip had towards the detachment could not be confirmed. The condition of the tip was unable to be verified. The report notes that ¿the damaged apollo catheter was not flushed. No root cause was able to be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.